Manufacturer narrative:
Evaluation summary: as neither a physical examination could be carried out nor x-rays, op-reports / medical records were provided, the reported event was not confirmed. Failures in material or manufacturing of the reported lag screw were not found. The exact cause could not be determined with the sparse information given. No non-conformity was identified.

Event description:
It was reported by the hospital, "attempt to remove the gamma nail which was implanted 2 years ago on a teenager, the nail is still in place. No adverse consequences observed, but potential impact on the implant in the future."

Event description:
It was reported by the hospital, "attempt to remove the gamma nail which was implanted 2 years ago on a teenager, the nail is still in place. No adverse consequences observed, but potential impact on the implant in the future."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.